Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that another manufacturer's product had difficulty with septal puncture. Additionally, it was surmised that the cardiac tamponade may have occurred during placement of another manufacturer's coronary sinus catheter. The case was aborted and the patient was subjected to extended hospitalization.

Manufacturer narrative:
Continuation of d10: product ID: unknown manufacturer; product type: coronary sinus catheter. Product ID: 10fcc13 (unknown); product type: 0629-flexcath sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the septum was difficult to puncture and it was difficult to place and insert the coronary sinus catheter. A drop in blood pressure was confirmed with a vagal reflex after the first ablation delivery. The blood pressure did not increase as expected, so an echocardiogram was performed and cardiac tamponade was observed; blood had accumulated only on the lower wall of the heart. A small incision was required and surgical drainage was performed. It was surmised that the cardiac tamponade may have occurred during preparation to deliver ablations. The outcome of this case is unknown. No patient complications have been reported as a result of this event.